Manufacturer narrative:
The hospital ordered replacement base and will perform the repair. No report of patient involvement.

Event description:
The hospital reported a caster that came out of the base that could cause the unit to tip or fall. There was no report of patient involvement.